Manufacturer narrative:
(B)(4). Correction: evaluation summary: analysis was performed on the returned device. The reported difficulty removing the plunger could not be replicated in a testing environment as the plunger was not returned for analysis. In the absence of the plunger returned for analysis a conclusive cause could not be determined for the reported difficulty removing the plunger. The subsequent treatment appears to be related to circumstances of the procedure. Review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review indicated the device was used approximately 9 months post expiration. It should be noted the proglide instructions for use (IFU), in the graphical symbols for medical device labeling section, indicates the use by symbol which is the next to the expiration date. Review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a carotid stenting procedure. Reportedly, when removing the plunger from the proglide device, the doctor "felt too much force" and the plunger was not removed. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.